Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the insulation breach likely contributed to the complaint of intermittent capture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited transient loss of capture after the pocket was closed. Reprogramming outputs to higher settings did not resolve the issue. The pocket was reopened and the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.